Manufacturer narrative:
The lens was inserted and removed. (B)(6) (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 17.5 diopter intraocular lens (iol) was inserted and removed due to an embedded mark in the center of the lens, believed to be inside the lens material. The lens was removed and new one implanted in the same procedure, the same model lens. In the process of removing the iol, the patient suffered a small iris root tear and a hyphema which was resolved the next day. A delay of 5-10 minutes was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. However, a picture of the alleged mark on the iol was evaluated. Based on the photos supplied, we were unable to discern what the abnormality is or where it is in the lens (surface or within the substance of the lens). The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.